Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer reported they have a backup plan available. The customer was treated with pump and hospitalization. The customer was admitted to the hospital. The customer was experiencing the symptoms of vomiting and high blood glucose. The cause of 911 call as per healthcare provider was diabetic ketoacidosis. The customer was treated with manual injections. After the troubleshooting was done, customer was advised that we would send tubing clamp for the high pressure test.